Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 31-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 2026095-2018-00120 for the first pump. Fill volume: 400 ml, flow rate: 6 ml/hr, procedure: total knee arthroplasty (tka), cathplace: unknown. It was reported that a patient experienced a fast flow event. An elastomeric pump was connected to a patient who underwent a tka procedure. The pump was connected at 8am and set at 6 ml/hr. It was noted that the infusion should have lasted until 3am on (B)(6) 2018, but it completed at 1am on (B)(6) 2018. Another pump was filled and connected to the patient. After 24 hours, it also over-infused. No patient injury was noted. Additional information received on 17-oct-2018 stated that no heating pad was used.

Manufacturer narrative:
The pump was received empty and used. Infusion was verified. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 400ml. The sample was evaluated and the reported failure could not be confirmed. The pump met specifications for the flow rate accuracy test and pressure pot testing. Use review was conducted, and it was concluded that the pump was used in accordance with instructions. There was no evidence to suggest that use conditions were contributors to the incident. Root cause could not be determined. All information reasonably known as of 14-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.